Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's laboratory to assess instrument performance as the customer was not questioning the performance in conjunction with this event. All of the system parameters, including quality controls (qc), calibrations and system checks were performing with instrument specifications at the time of the event. The access accutni+3 reagent was not returned to bec for further investigation. No further information is available regarding the performance of the reagent. There were no reports of error messages, system flags or issues with other patients/assays in conjunction with this event. In conclusion, the cause of the reproducible elevated access accutni+3 result could not be determined with the information supplied.

Event description:
The customer reported obtaining an elevated troponin I (access accutni+3) result for one (1) patient on the laboratory's unicel dxi 800 access immunoassay system serial number (B)(4). The patient's was retested the following day, (B)(6) 2018, and a similar access accutni+3 result, above the assay's normal reference range, was obtained. On that same day a third sample was collected from the patient and analyzed on another methodology (abbott I-stat) and results within the assay's normal reference range were obtained. The patient was redrawn and retested again on (B)(6) 2018 and reanalyzed on both the original unicel dxi 800 access immunoassay system and the abbott I-stat. The results obtained on the unicel dxi 800 access immunoassay system were still elevated (above the assay's normal reference range) and on the abbott I-stat were within that assay's normal reference range. The customer stated that the initial, elevated access accutni+3 result was released from the laboratory. As a result of the elevated access accutni+3 result the patient was admitted to cardiac care unit (ccu) and had both a cardiac catheterization with percutaneous coronary intervention (pci) and right coronary artery drug-eluting stent as well as a transesophageal echocardiogram performed. The patient was successfully cardioverted. Additionally, a 2d doppler echocardiogram was performed which showed an ejection fraction of 30% and mild right ventricular (rv) dilation and reduced function, moderate left atrial dilation and mild to moderate mitral and tricuspid regurgitation. System performance indicators such as quality controls (qc), calibrations and system checks were performing within the instrument's and assay's specifications at the time of the event. There were no reports of hardware errors, system flags or issues with other assays in conjunction with this event. The customer did not supply any information regarding pre-analytical sample handling or processing such as collection tube type and centrifugation speed and time. There were no reports of sample integrity issues in conjunction with this event.